Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels ranging between 419-455mg/dl and high levels of ketones. Correction boluses were delivered to address the bg levels. The customer successfully resumed insulin deliveries after each occlusion alarm without changing any pump supplies. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.